Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the paddles lead ECG option was not available when using their device with either internal paddles (via a paddle adapter) or a quik-combo therapy cable. The biomedical engineer confirmed that both accessories work ok with other devices. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.